Event description:
It was reported that over a three month period, inflation problems were encountered with approximately eight (8), size 6 lpc, low pressure cuffed tracheostomy tubes. Limited info was provided regarding the devices or reported events. It is unknown how long the devices were in use before the inflation problems were detected. It is also unknown if the devices were tested prior to use or what type of tracheostomy care and maintenance was performed. There was one (1) pt involved with no reported pt compromise. The eight (8), size lpc devices were discarded and as such are not available to be returned to the MFR for identification, analysis and investigation.